Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The linkage assembly was partially extended, indicating that needle mechanism fired into the needle cap. After removing the needle cap, the needle mechanism fully deployed as intended. No timeouts or drive stalls were observed. The pod delivered 56 pulses across both priming sequences before deactivation. No damages or deficiencies were observed. The needle mechanism was reset and redeployed successfully. The cause of the reported needle mechanism complaint could not be determined.

Event description:
It was reported that the cannula deployed early indicating that there was a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.